Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 23mm sapien 3 ultra transcatheter heart valve in aortic position by left subclavian approach. The annulus of the native valve was intubated and a bav was performed to confirm the size of the planned 23mm valve. The size was confirmed and the valve was inserted into the sheath. The valve was aligned well and forwarded into implant position. As the inflation device was opened, blood flowed in. The delivery system was removed without difficulty. As the second system was prepared, the patient's blood pressure dropped. Resuscitation was required. After 15-20 minutes of resuscitation and aspiration of the pericardial effusion, the blood pressure recovered. Per medical opinion, the pericardial effusion was caused by the wire as operator was retrieving the ds. In the end a full thoracotomy was performed. Patient received a coronary bypass, as the right coronary artery had become occluded during the tavi procedure/resuscitation maneuvers. Due to complications, on pod 1, the patient passed away.

Manufacturer narrative:
23mm commander delivery system was returned in locked position, 75% fine adjust used, flex indicator in straight position with sheath, edwards inflation device, loader cap and valve. The returned device was visually inspected, and the following was observed: valve was seen crimped over inflation balloon. A leakage was observed in the distal shoulder of the inflation balloon due to a pin hole. Due to the nature of the event no functional testing was able to be performed. Due to the nature of the event (pin hole on distal shoulder of inflation balloon) no dimensional testing was able to be performed. The complaint for balloon leak is confirmed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating difficulty crossing native annulus and/or valve. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from february 2021 - january 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon leak. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, "as the edwards inflation device was opened blood was flowing in as a clear sign that the balloon on the commander was damaged". As the device was able to be prepped normally, it is unlikely the pinhole occurred during prep. It is unknown when the pinhole occurred during the procedure. Patient anatomy not provided; however, it is possible that calcification was present in the anatomy, which may have punctured the balloon during tracking or positioning the valve. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Thus potentially leading to the reported balloon leakage. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) contributed to the reported event.